Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note, that the date of event will be the date the article was published in the ¿annals of vascular surgery¿- (B)(6) 2018. Please see the article toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019) attached to the report.

Event description:
In a review of published literature, the following findings were noted: toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019). Between october 2013 and september 2016, 109 (91 men and 18 women, with a mean age of 77.0 years) patients underwent an endovascular aortic repair using a gore® excluder® aaa endoprosthesis to repair infrarenal abdominal aortic aneurysm. The article states that one patient was identified with a type ii endoleak. The patient underwent a re-intervention at 797 day after the initial procedure to repair the endoleak by transarterial coil and nbca embolization. (P16, 231-235/table 5).